Event description:
Customer reported that the cuff deflated during pt use. Customer reported that replacement of the tube was required. Customer did not report any additional harm to pt due to decannulation/recannulation of a replacement tube.

Manufacturer narrative:
Covidien ref number (B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.